Event description:
It was reported that hospital received a farawave nav catheter with a damaged box that resulted in puncture in the sterile packaging. This damage was noticed while stocking inventory. No patient complications were reported, and a new catheter was used as opposed to this reported catheter with the damaged packaging. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
B3: date of event - estimated as the date of event is unknown d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: an image was reviewed by a boston scientific quality engineer. The image shows evidence of damage to the outer device packaging. No sterile seal was visible in the provided image. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of not sterile, seal compromised and tear, rip or hole in device packaging are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on all the available information, boston scientific has assigned an investigation conclusion code of cause traced to transport/storage for the tear, rip or hole in device packaging allegation as the issue is consistent with the possible handling of packages that are not adequate during storage or transport and therefore can appear damaged in the device or packaging. Boston scientific has assigned an investigation conclusion code of unable to exclude device problem for the not sterile allegation as this allegation could not be established due to lack of evidence in the provided media.

Event description:
It was reported that hospital received a farawave nav catheter with a damaged box that resulted in puncture in the sterile packaging. This damage was noticed while stocking inventory. No patient complications were reported, and a new catheter was used as opposed to this reported catheter with the damaged packaging. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
B3: date of event - estimated as the date of event is unknown. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.